Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Fracture analysis was performed on the device. The fracture analysis report reveals plastic deformation at the driver¿s distal tip and torsional shear markings following a circular pattern. The plastic deformation at the driver¿s distal tip indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the instrument¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip functional issue, the screw can't be pick up with screwdriver. Issue happened intraoperative, no surgery delay, no patient harm.